Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. The fse observed air slugs in the buffer line and replaced the buffer valve on the ise (ion selective electrode) assembly. The instrument is performing according to specifications. No further evaluation of the system is required.

Event description:
Discordant high sodium (na) and chloride (cl) results were obtained with an unspecified number of patient samples on an advia 1200. The discordant results were reported to the physician(s), who questioned the results. The patient samples were re-drawn and re-tested. The repeat results were reported to the physician(s). It is unknown if patient treatment was altered or prescribed. There were no reports of adverse health consequences due to the discordant sodium and chloride results.